Event description:
During the follow-up performed on (B)(6) 2015, the remaining longevity displayed was 10 months (battery impedance reportedly higher than 3.5 kohm). On (B)(6) 2016, the device had already reached the recommended replacement time (with a battery impedance of 10 kohm). Moreover, the magnet rate was 82min-1, which does not match with what is described in the implant manual (it should be 80min-1 at 10 kohm). The pacemaker was replaced on (B)(6) 2016 and was returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Preliminary analysis confirmed it operated as specified.

Event description:
During the follow-up performed on (B)(6) 2015, the remaining longevity displayed was 10 months (battery impedance reportedly higher than 3.5 kohm). On (B)(6) 2016, the device had already reached the recommended replacement time (with a battery impedance of 10 kohm). Moreover, the magnet rate was 82min-1, which does not match with what is described in the implant manual (it should be 80min-1 at 10 kohm). The pacemaker was replaced on (B)(6) 2016 and was returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Preliminary analysis confirmed it operated as specified.

Event description:
During the follow-up performed on (B)(6) 2015, the remaining longevity displayed was 10 months (battery impedance reportedly higher than 3.5 kohm). On (B)(6) 2016, the device had already reached the recommended replacement time (with a battery impedance of 10 kohm). Moreover, the magnet rate was 82min-1, which does not match with what is described in the implant manual (it should be 80min-1 at 10 kohm). The pacemaker was replaced on (B)(6) 2016 and was returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
During the follow-up performed on (B)(6) 2015, the remaining longevity displayed was 10 months (battery impedance reportedly higher than 3.5 kohm). On (B)(6) 2016, the device had already reached the recommended replacement time (with a battery impedance of 10 kohm). Moreover, the magnet rate was 82min-1, which does not match with what is described in the implant manual (it should be 80min-1 at 10 kohm). The pacemaker was replaced on (B)(6) 2016 and was returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).